Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The patient sample was submitted for investigation and the elevated tsh result and non-linear dilution behavior of the affected sample was verified with retention material. During the investigation, an interfering factor to the fab2 fragment was identified. This interference is documented in product labeling. No adverse event was reported.

Event description:
The user received questionable thyrotropin (tsh) results for one patient sample. The initial result was 22.95 uui/ml and the repeat result was 24.09 uui/ml. This patient is under treatment with l thyroxin 125ug per day and the tsh level appeared quite high. On (B)(6) 2012, the user tested the sample with a 1:5 dilution and the result was 7.8 uui/ml. The sample was also tested with a 1:10 dilution and the result was 5.11 uui/ml. A result of 23 uui/ml was reported outside the laboratory. It was unknown if the patient was adversely affected. The tsh reagent lot number was 165872.